Event description:
This spontaneous report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 3501sg, frequency and expiration date unspecified). After an unspecified duration, the device broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states.

Event description:
This spontaneous report was received on (B)(4) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach total care plus whitening toothbrush, for dental cleaning (route dental, lot number 3501sg, frequency and expiration date unspecified). After an unspecified duration, the device broke while using. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in united states. Additional information received on (B)(4) 2012: the lot number was changed from 3501sg to 35010sgm1. The report was also considered as a reportable malfunction case in united states.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted on (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.